Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on third firing of device, tissue extruded from end of device as being pushed during firing, then gained traction. The device was opened after firing and surgeon observed there was a malformed, incomplete stapleline and bleeding. The amount of bleeding is unknown, however surgeon was able to control bleeding by oversewing stapleline and no blood products were given to patient. The device was fired on third firing across a previously placed stapleline that had been created with green reload. No buttressing material was used. The case was completed with this same device and new reloads. There was no change to procedure and no post-op complications for patient one week post-op.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. An intra-operative photograph was received and the visual evidence indicates the complication may have been the result of one or an interaction of some combination of the following factors: tissue thickness to cartridge miss match, migrant staple picked up by the knife, or crossing an existing staple line at a non coincident angle.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.